Manufacturer narrative:
It was reported by (B)(6) that their new d830 table tilted to the left during a case on its own. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. The sfst was unable to replicate the tilting movement on the table. There were no injuries, adverse consequences or delays during the case.

Event description:
It was reported by (B)(6) that their new d830 table tilted to the left during a case on its own. There were no injuries, adverse consequences or delays during the case.